Manufacturer narrative:
Continuation of d10: 5076-45 lead, implanted (B)(6) 2006. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced bradycardia and shortness of breath when the device triggered normal elective replacement indicator (eri). It was also reported that the implantable pulse generator (ipg) exhibited a partial electrical reset, pacing spikes and pacing below the lower rate. It was noted that the right ventricular (rv) lead exhibited out of range low impedance, no capture at high output and pacing spikes. When tested with an analyzer, the rv lead parameters were within normal limits. The ipg was replaced due to reaching normal eri and the rv lead remains in use in the new device. No further patient complications have been reported as a result of this event.